Manufacturer narrative:
Investigation is pending.

Event description:
On (B)(6) 2015 a phone call was received from the patient/end user alleging a variance between inratio inr results. The patient/end user was concerned that the inr was not increasing even after increasing her warfarin over the past week and a half. Results are as follows: (B)(6). Therapeutic range: 2.5 - 3.5. Patient/end user reported that she was anemic, with a hemoglobin of <10 however, the exact date and result was not provided. Additionally, she reported that the finger was "milked" after the finger stick. This is considered to be an improper technique when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 373678a was performed and met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. Additionally, the customer was identified as anemic; however, no hematocrit result was provided. This condition may impact the performance of the assay. Patient sample interference could not be ruled out as a cause for the unexpected results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.